Event description:
An ophthalmologist reported a pt developed a peripheral corneal ulcer while wearing acuvue oasys for presbyopia contact lenses. The pt had been initially treated by another eye care professional (ecp) for red eyes and was told, it was due to a virus. The pt had been prescribed vigamox and told to discontinue contact lens (cl) wear for 2 weeks. When seen by the reporting ecp, the pt complained of redness, itching, pain, discharge and light sensitivity. The ecp observed conjunctival injection ou and a limbal corneal ulcer (cu) os at 3 o'clock with a small satellite infiltrate with an epithelial defect at 5 o'clock. The anterior chamber was clear. The pt was initially prescribed zymar q2h and pred forte qid for the os cu. The os cu was treated in 2009 during which time doxycycline and vitamin c were added to the regimen. The zymar and pred forte were tapered and discontinued during the treatment and the doxycycline and vitamin c were discontinued. The ulcers resolved leaving a residual stromal scar with no loss of visual acuity. During the course of treatment, the ecp noted 10% corneal thinning at the site of the os cu as well as mild neovascularization at the site of the corneal infiltrate. The ecp noted at the last visit, the pt had "very trace thinning" and no neovascularization. During the follow-up visit four days later, the ecp checked the fit of the cl and noted "very little movement - poor fit." The ecp noted on the last visit two months later, that the ulcer resolved, the pt had stopped taking drops and the pt was ok to fit for cl. The product and lot number were not available for evaluation. No additional information is expected. This peripheral ulcer is being reported due to the length of treatment and the report of corneal thinning during the evolution of the injury. MDR reportable events are reviewed in quarterly management review meetings.